Manufacturer narrative:
Medwatch field UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt-2, glutamyltransferase ver.2 - standardized against szasz and a second patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a ggt value of 501.6 u/l. The sample was repeated twice, resulting in values of 13.3 u/l and 13.8 u/l. The second sample initially resulted in a glucose value of 3.22 g/l, which repeated as 1.27 g/l. The ggt and glucose reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer stated that a probe crashed. The probe holder carriage was replaced. The investigation could not identify a product problem. The cause of the event could not be determined.